Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text : device not returned

Event description:
Country of complaint: chile. Envelopes with liquid filtration. Sutures do not present the minimum liquid content; they can not be used in the pavilions. Having little fluid catgut is very rigid and doctors do not accept it.

Manufacturer narrative:
Samples received: samples were not received for the evaluation of the complaint. Neither images of the defect were received preliminary analysis: stock review: when carrying out the review of stock available in our warehouse, it was not possible to determine the quantity, because the numbers of lots related to these claims do not appear as manufactured by us. The reference of lot 515092 does not correspond to the one reported ((B)(4)) and lot 545303 does not appear in our database. It could be a typo, however we take the number that was reported. Quantity produced / imported: due to the aforementioned, it is not possible to determine the quantity and other manufacturing characteristics. Background: because lots do not appear in our system records, they do not have a history or manufacturing records. Analysis of the samples: as no samples were received nor photographic record for the investigation of this claim it was not possible to determine with precision the cause of the failure. Additionally and taking into account that the lots do not correspond to those manufactured, this claim is considered unconfirmed. However, if you have the possibility to verify the lot number and note that it is different from the reported ones, please inform us to carry out the respective investigation. Additionally, for future opportunities we thank you for providing us with the sample object of the complaint, so that we can carry out a better investigation. Conclusions: the claim is determined as "not confirmed", given that the lots reported do not appear in the entries to our inventory system.